Manufacturer narrative:
(B)(4).

Event description:
Upon additional follow up it was reported the patient is stable and there will be no further testing. The surgeon additionally reported that the perforation was not cut by the laser but occurred immediately when the surgeon opened the entry.

Manufacturer narrative:
A company representative was present during the reported event; who informed that the perforation was not present after the cut by the laser but occurred immediately when the surgeon opened the entry, without obvious handling error by the surgeon. The device history records for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. The failure analysis of the polymethylmethacrylate (pmma disc) revealed: no problem can be identified, all cuts are in the related specifications. During clinical review it was noted the distance between the endothelial layer and stromal bed cut was below the minimum thickness, as given in training protocol. The root cause was the surgeon not following the instructions in the training protocol. (B)(4).

Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during tunnel creation for a corneal ring insertion, the eye was open and leaking. A suture was placed and the procedure was aborted. Additional information has been requested.